Event description:
It was reported that during an unknown procedure, some staples were malformed after the firing, furthermore a few staples fell off. The surgeon retrieved them and changed another one to complete the procedure. No adverse event on the patient. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event it states that the staples fell off. Does this mean that the staples were malformed and fell off the tissue? Was there any bleeding after the staples fell off the tissue? If so please explain how much bleeding? Was a transfusion needed? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The device was received for analysis with no visual non-conformances and with a cartridge reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. In addition, the cartridge pan was noted damaged at proximal. While no conclusion could be reached as to how the pan became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The returned device was tested for functionality with a test cartridge reloaded. The device cut and formed all the staples properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.